Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported when the clinician going to bedside at shift change, the brain/modules were found to be flashing but no alarm. It read that there was miscommunication on each of the modules. Both medications infusing were not infusing. Rn restarted pump and infusing properly. Patient put on call light again, the pump was alarming, and saying miscommunication as well as disconnection. Rn acquired a new brain and modules and restarted medications. There was patient involvement but no harm.

Event description:
It was reported when the clinician going to bedside at shift change, the brain/modules were found to be flashing but no alarm. It read that there was miscommunication on each of the modules. Both medications infusing were not infusing. Rn restarted pump and infusing properly. Patient put on call light again, the pump was alarming, and saying miscommunication as well as disconnection. Rn acquired a new brain and modules and restarted medications. There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number (B)(6) is a concomitant and this file has captured the correct suspect device with serial number (B)(6) as per investigation report. Omit : b17 - device not returned and c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.